Manufacturer narrative:
The reported event of premature battery depletion and inability to interrogate were not confirmed. The device was received with normal telemetry and normal output. Analysis performed did not identify any functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Additional investigation was also performed to assess the header condition, which determined this condition is acceptable and not potentially causing any functional issue to the device. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During an in clinic follow up, the device was unable to be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.